Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 8 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.¿ olympus will continue to monitor the field performance of this device.

Event description:
Customer sent a repair request reported with an issue of "distorted video, possibility of disconnection". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found a e216 error (scope communication error) displayed on the device and noted no image. This report is being submitted for e216 error and no image found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection noted an image noise and an error e216 (scope communication error) was observed. The customer reported issue of "distorted video, possibility of disconnection " could be confirmed. In addition, corrosion was observed on scope mount and lock lever. Additionally, leakage on head part and cable noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.